Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst while performing inflation in the patient's blood vessel. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.